Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review will be requested.

Event description:
Patient status post implantation with a 3.5mm lcp superior clavicle plate on (B)(6) 2011, returned to the operating room for revision on (B)(6) 2011. Reportedly the patient was on a ladder and fell which caused the clavicle plate to come off the bone. The plate and the screws backed off the bone on the lateral side. Patient was revised to a 3.5mm lcp superior clavicle plate with lateral extension.